Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to experiencing shock, shortness of breath (sob) and heart palpitation symptoms. The health care professional (hcp) interrogated the ICD and called technical services (ts) requesting review and evaluation of this ICD stored data. Upon review, the presenting electrogram (egm) showed that the patient appeared to be in an atrial arrhythmia possibly with rapid ventricular response (rvr) which led the device to deliver a burst of anti-tachycardia pacing (atp) and shock therapy. The shock was able to convert the arrythmia. It is believed that the therapy was delivered inappropriately. The presenting egm showed the device working as programmed. Ts discussed review findings with the hcp and advised the hcp to consult cardiology for further analysis of the rhythm, and programming changes. No additional adverse patient effects were reported. The device remains in service.